Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump successfully, and the issue did not recur afterward. They were instructed to continue using the pump and advised to call back if any further malfunctions occurred.